Event description:
Reference number: (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities it was reported that the patient went to the emergency room (ER) and was eventually hospitalized on (B)(6) 2025 after experiencing ten infusion set cannula was kinked. Leading to hyperglycaemia. The event occurred three hours after insertion. The insertion site was abdomen. The blood glucose level was 800 mg/dland positive ketones. During hospitalization, the patient received intravenous fluids, including saline and insulin. The patient was discharged from the hospital after three days. Following discharge, the patient replaced the infusion sets and successfully resumed insulin delivery. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.